Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and correct the lot number. The device was returned to olympus for evaluation. The reported complaint was not confirmed. A visual inspection of on the received condition found that the device had been cut off right on the insertion portion (measured about 323mm lengthwise from the handle). However, the remaining insertion portion and the loop were missing and not returned (the missing insertion portion measured about 1,977mm in length, and the loop is about 30mm). The yellow cylinder was found to be slightly moved out of its original position on the tube sheath, causing the proximal portion of the sheath to become shorter and preventing the sheath from moving to the proximal end completely. This would have caused the sheath to become longer at the distal end and cover the loop. Due to the returned condition of the device no functionality testing could be done. The most likely root cause of the reported event can be attributed to the yellow cylinder could have been pulled toward the handle with excessive force. Since the yellow cylinder out of position it will prevent the tube sheath from being pulled back completely. This problem would cause the tube sheath to extend longer at the distal end and cover the loop which made it impossible for the loop to get detached completely or could be stuck inside the tube sheath.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause for the user¿s experience cannot be determined. However, the most likely cause of the reported phenomenon is the loop being removed from the hook while the coil sheath is not extended from the tube sheath, causing the loop to tangle making it impossible to remove. The instruction manual gives several warnings to prevent this type of loop damage. ¿do not try to forcibly withdraw the instrument from the endoscope when the loop cannot be detached from the instrument. Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. Do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. If there are any deviations or crushed sections on the distal end of the coil sheath, it may not be possible to detach the loop from the instrument.¿

Event description:
Olympus was informed that during a therapeutic colonoscopy with polypectomy procedure, the polyloop became stuck on the sheath and on the large polyp after being deployed. The polyloop and the sheath were retrieved from the patient's colon utilizing a polyloop cutter. There was no bleeding reported. The intended procedure was completed using a similar device. There was no patient injury reported.